Manufacturer narrative:
(B)(4).

Event description:
During implant, there was difficulty positioning the lead, and obtaining appropriate sensing and pacing values. The difficulty was reported to be due to a combination of anatomy and helix issues. The lead was removed and replaced.

Manufacturer narrative:
Upon analysis, x-ray examination and electrical testing on the lead did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies. The helix was clogged with blood/tissue. After cleaning, the helix was able to extend and retract. The full helix extension length measured within product specification.